Manufacturer narrative:
Manufacturers ref#: (B)(4). PMA/510(k) #: k172557. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2018, while the filter was being removed there was a tear in the innominate vein causing massive hemorrhage, and subject died. The event was considered possibly related to the ivc filter or procedure. Patient outcome: the patient died.